Manufacturer narrative:
Codman has rec'd the device for evaluation. Upon completion of the investigation a f/u report will be filed.

Event description:
Affiliate reported that the device was used on a pt. It worked well for three days. After the icp monitor could not "detect" the transducer. After removal of the microsensor it was found that the transducer cable was broken.